Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in spain. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral trial fractured upon impaction. The fractured pieces were removed and the final implant was placed without complication. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h4, h6, h11. Visual evaluation of the returned femoral trial identified signs of use (scratched/gouged) and was confirmed to be fractured. Dimensional analysis determined the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. As the device has a potential field age of thirteen (13) years and exhibits signs of repeated use, the root cause is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.